Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2016 with the following findings: there was no data from the time of the event due to continued use of the pump. The current black box showed no evidence of power issues occurring. The pump battery compartment was observed to be cracked at the threads to the case seal and below the grip pad. The battery cap was not returned for testing; a test cap was inserted for pump testing. The test cap was unable to fully secure to the pump but the pump was able to power on with the cap. The full testing of the power issue was unable to be completed due to an unrelated unresponsive keypad (see report # 2531779-2013-22347). The pump was opened and no moisture or loose components were found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was a crack in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.